Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13793. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule, anxiety-product/procedure.

Event description:
Patient representative reported right side "breast was ruptured" and "two nodules category bi-rads 2" diagnosed via mammography and MRI, and "patient got knowledge about the recall". Device remains implanted.